Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 191 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage keypad trace. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.